Event description:
It was reported; during user the device shut down without alarm. It was not possible to restart the device due to empty batteries. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up report.